Manufacturer narrative:
The device was not returned to medtronic for evaluation because it was discarded by the customer. However, analyses of other devices from the same lot showed a higher than expected water side pressure drop, and dissection of the devices revealed that the heat exchanger capillaries were damaged in a way that restricted water flow. The investigation remains ongoing, however, medtronic¿s preliminary investigation suggests that the damaged heat exchanger capillaries may be related to the device coating process. (B)(4).

Event description:
Medtronic received information indicating that during use of this fusion hfo, the customer reported restricted or low flow through the heat exchanger. The device was used throughout the case with no adverse patient effects reported. The product was discarded by the customer and will not be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.